Event description:
Caller had a reading on freestyle meter around 200 but felt inconsistent with that result. Paramedics were called and later caller had a blood glucose result of under 50. The exact time lag and exact readings were not available from the caller. Caller was treated with an i.v.